Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported false positive results on the alinity m sars cov-2 assay. The first sample generated a suspect amplification curve and when retested generated a negative result. The customer states that the second sample was identified with positive amplification of target. The sample failed internal control which produces a valid result with a flag for internal control failure. Suspect results were not released outside the lab. It was confirmed that there was no patient impact caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Event was updated with the following information, "customer provided updated information that reflex test was not detected on the cobas 6800 test." Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer instrument screenshots for patient samples in question was performed. Results log files were received later in the investigation. Review demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 515416 is performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 515416 is performing outside of established design performance specifications. Quality data review: device history record review was performed for abbott alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for two patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416. The complaint history review did not identify any additional (reported discrepant results) complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416. Based on the results of the investigation elements, a product deficiency for the abbott alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 was not identified.

Event description:
Customer provided updated information that reflex test was not detected on the cobas 6800 test.